Event description:
Mattress cover is delaminating.

Manufacturer narrative:
This mattress has not been inspected yet due to the mattress not being returned. The customer discarded of the mattress. A new mattress was delivered out to the customer on (B)(4) 2014. This problem has been assigned to CAPA (B)(4), and a f/u report will be submitted upon completion of the corrective action.